Event description:
On (B)(6) 2013, it was reported to lifescan USA that error 1 message was observed. This issue is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.